Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion was located in the severely tortuous and calcified left anterior descending (lad), right coronary (rca), and left circumflex (lcx) artery. A ce rotablator was selected for use. During the preparation, the rotablation failed due to console malfunction. Moreover, a damaged was noted on the protector tip. The procedure was not completed due to this event.